Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that the cap did not stay on her ultra soft penlet. The medical affairs specialist (mas) sent follow up questions to lfs and received answers. The patient takes 1/2 pin (2.5 mg) of glyburide each morning. She said she has followed this regimen "for years." She said she tests her blood glucose level twice a day. However, the last time the patient tested her blood glucose level was four months ago. After that date the patient was not able to use the reported lancing device, because it was not working properly. The patient did not test her blood glucose level from four months ago until she called lfs. On a date after the patient stopped testing her blood glucose, she fell asleep in a chair. When she awoke she was numb on one side. She said she felt numb because she had cut off the circulation in her leg. The paramedics were called. The patient said the paramedics tested her blood glucose and obtained a low reading; however, the patient did not know the specific result obtained. The paramedics gave the patient juice and she said she "started to feel normal" after she had juice. The patient was taken to the ER. Her blood glucose level was tested in the ER at 5:00am (date unknown); however, the result was not provided. The patient received no treatment in the ER. The customer care advocate (cca) confirmed that the lancing device cap threads were stripped/damaged and the cap did not stay on the lancing device. The lancing device was replaced. The complaint is reported because the patient was unable to test with the lfs product. She experienced symptoms. Paramedics obtained a "low" result and treated the patient with juice.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.